Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery, a 3.5x12 nc trek rx was advanced without resistance and inflated; however, the balloon only partially inflated on the first inflation at 12 atmospheres. The 3.5x12 nc trek rx was completely deflated and withdrawn from the patient anatomy without resistance. Reportedly, there was no leak noted and no balloon rupture suspected. A new 3.5x12 nc trek rx dilatation catheter was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported difficulty with inflation. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the balloon inflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
Subsequent to the initial medwatch report, there was no reported resistance during removal of the protective sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.